Manufacturer narrative:
An internal biomérieux investigation was performed. Identification of the organism was confirmed, and testing included three lots (5620068103, 562399640 and 562386320) of ast-n192 cards and two lots (770388020 and 770391520) of ast-n330 cards since these card types contain the ertapenem formulary used with the ast-n233 card.. In parallel, reference methods were performed: - broth microdilution (bmd). - agar dilution (ad). On the three (3) lots of ast-n192 cards, ertapenem mic less than or equal to 0.5 mg/l (s) was obtained. The vitek® 2 cards were in essential agreement with the reference bmd mic (0.25 mg/l mg/l) and no category error. On ast-n330 cards, ertapenem mic less than or equal to 0.125 mg/l (s) was obtained with both card lots tested. The vitek® 2 cards were in essential agreement , with the reference bmd mic (less than or equal to 0.03 mg/l mg/l) and no category error. The neqas expected values were not reproduced. However, the vitek® 2 ertapenem results are in agreement with the reference method. The investigation concluded the ertapenem formulary is performing as intended. Device not returned to manufacturer.

Event description:
A customer in (B)(6) notified biomérieux of a false susceptible result in association with the vitek® 2 ast-n233 test kit when testing an eeq escherichia coli strain (neqas 3676). Ertapenem resulted as susceptible with mic <= 0.5, and the result expected was resistant with mic = 4. Customer reports testing this strain twice and obtaining the same results. There is no indication or report from the customer to biomérieux that the false susceptible result led to any impact on the product or a patient or that it led to adverse event related to a patient's state of health. There was no patient associated with the eeq strain. Biomérieux investigation will be conducted.